Event description:
It was reported that upon interrogation of the device on (B)(6) 2016, t-wave oversensing was observed on the right ventricular lead. The device was reprogrammed on (B)(6) 2016. At device check on (B)(6) 2017, oversensing was not observed. No additional information was reported.